Event description:
It was reported that a patient presented with dislodgement noted on the patient's right atrial lead. This was confirmed via x-ray imaging and the dislodgement resulted in loss of capture and sensing on the lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.